Event description:
The reported description notes that the monitor did not produce an audible alarm in response to an exceeded heart rate parameter limit. It is unk if there was a visual alarm message displayed on the bedside monitor. The pt is deceased.

Manufacturer narrative:
(B)(4): the reported description notes that the monitor did not produce an audible alarm in response to an exceeded heart rate parameter limit. It is unk how the monitor was configured and whether the users silenced the alarms. The pt is deceased. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.